Event description:
It was reported that the patient experienced inconsistent blood glucose readings with excursions up to 299 mg/dl and down to 42 mg/dl, prompting a trainer-recommended factory reset and assistance with repairing the g7 sensor, supplies, and mobile app setup. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component were both documented as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.